Event description:
According to the initial information received, a 12/10mm amplatzer duct occluder (ado) was resized and then a second 16/14mm ado was attempted. After release from the delivery cable, the ado embolized into the aorta and was recovered using a snare. The patient underwent surgery for ductus ligation. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Event description:
Caller tested 2.8 inr on the coaguchek s system while a comparison lab returned as 1.99 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).